Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, minor scratches on the display window, and a broken reservoir tube lip. No display anomaly was noted. All operating currents were within specification and no blank display was noted.

Event description:
It was reported that customer experienced display anomaly. It was reported that display screen shut off and on. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.